Event description:
Doctor (md) used glaukos istent inject system to place stent in patient's right eye. Upon using the device, md stated that the device was defective and requested a new device at that time.